Manufacturer narrative:
(B)(4). This complaint is for a report of a use error. There was no allegation of device malfunction reported by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during fill 3 of 3, the home patient (hp) revealed that he connected the bags the wrong way so he disconnected a couple bags and reattached them to the correct lines. The technical service representative (tsr) assisted the hp to end therapy and advised to notify the nurse. The tsr explained to the hp to never disconnect bags unless therapy was complete, and then explained why. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.